Event description:
A st. Jude mechanical aortic valve was ex-planted due to mechanical valve dysfunction. The pt had been experiencing episodes of passing out over the past year. For this reason the pt was evaluated by cardiology services which recommended replacement of the st. Jude mechanical aortic valve.